Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 12 x 2.50 rebel stent was advanced to treat the lesion. However, it was noted that the stent was damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.